Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk - screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, the patient underwent a retrograde femoral nailing system (rfna) removal nail advanced. The most distal out of the medial interlocking screw of the nail backed out within a month of surgery. The procedure outcome and patient status are unknown. Concomitant product: unk - nails: rfna (part#: unknown, lot#: unknown, quantity: 1). This complaint involves one(1) device unk - screws: nail distal locking. This is report 1 of 1 for complaint (B)(4).